Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient heard an alarm from the system controller. The alarm was intermittent and the green pump running symbol was off. The patient switched to the mobile power unit for 1 hour. Then the patient exchanged the battery clips and no more alarms occurred. The patient reportedly cleaned the batteries and battery clip contacts daily. The patient was asymptomatic. No further information was provided.